Event description:
An endurant abdominal stent graft system was implanted in the patient for the emergent endovascular treatment of a 7.7 cm in diameter abdominal aortic aneurysm and 6 cm in diameter bilateral common iliac aneurysms, bilateral hypogastric aneurysms, and coronary artery aneurysms. The aortic neck was 22 mm in diameter at the renals and 25 mm in diameter at 1.5 cm below with 60-70 degree angulation. It was reported that an endurant bifurcated stent graft was implanted for the symptomatic (non-ruptured) aaa. The bifurcated stent graft was deployed but landed a little lower than intended due to the severe aortic neck angulation. There was no proximal type I endoleak. A 28x28x49 endurant cuff was then placed proximally to get better fixation. The other iliac aneurysms were sealed off without issues. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent graft misplacement), patient's condition affected effectiveness of device (anatomy related; severely angulated neck), unapproved use of device (severely angulated neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely angulated neck), user error contributed to event (severely angulated neck).